Event description:
The case was on (B)(6) 2025 at 7:30 am. Rep stated that it was a routine case. Rep also stated there was minor bleeding that occurred during the surgery, and they had it under control in less than a minute. Rep also stated that no surgentec instruments were faulty or had any issues prior to or during the case. The patient did not stay under anesthesia longer than originally anticipated. The rep then stated that the patient stood up 6.5 hours post-op and experienced a vascular issue. The patient then ultimately passed away.